Event description:
It was reported that an ilet pump did not charge when placed face down on the charger, and charging resumed after the user removed the belt clip and oriented the pump correctly on the charger. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed improper device positioning on the charger due to accessory interference, consistent with user error and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and placement.